Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The territorial manager reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. Customer stated that display was not blank less than 30 seconds and did not return. Customer stated that the contact on the battery cap was neither missing nor damaged. Customer stated that battery compartment and spring was neither damaged nor corroded. Customer stated that display did not return after insulin pump restart. Customer stated that the insulin pump was not exposed to moisture. Customer also reported that the insulin pump had beep anomaly. Customer stated that they did hear beeps when audio volume settings were saved and did hear the differences between the two audio beep volumes. Troubleshooting was performed for blank display and beep anomaly. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no blank display and audio or vibrate anomaly noted. No error 63 found in the history.